Event description:
As reported by the user facility (translation of user facility information by bbm sales organization of (B)(6)): faulty infusion: in recent days, a dangerous malfunction was found with two b. Braun infusomats in the ward in the children's hospital. From the unit that the amount was given for infusion, it was obviously still in the infusion bag / infusion bottle. The devices were operated without dropper. For the administration of chemotherapy and other drugs, such an error for the patient is potentially fatal. As an immediate measure on (B)(4) 2013, the devices are equipped with drop counters.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently shipping from (B)(6) to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.